Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 81 months, it was reported that the device shows the eri status. Device was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.